Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a labeling/packaging (labeling issue) issue. The reporter stated that the pump serial number is vanishing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings: visual inspection revealed that the pump label was becoming illegible: the reported issue was confirmed.